Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due to loose drive support disk. Pump received with cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump rewinding was slower. Customer stated that the insulin pump had no delivery alarms. Customer stated that the battery cap was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.